Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connector separating) has been confirmed. Upon eval, the trunk cable connector was broken and several wires were cut. The cause for the damaged connector and cut wires cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's belt had exposed wires, and that the belt looked to be separating where it connects to the monitor. The pt was issued a replacement electrode belt.